Event description:
The reporter, the pt's father, reported the pt's blood glucose levels have been elevated for two days, with results of '700 mg/dl' and '800 mg/dl' and positive ketones. The pt had experienced the symptoms of nausea and vomiting, and contacted her physician for medical attention. Troubleshooting revealed there were no leaking or bent cannulas and there were no issues with the infusion site. A review of the pump basal history revealed that on (B)(6) 2011 the pt's total basal dose delivered was 5.549 units, and on (B)(6) 2011, the total basal dose delivered was 5.206 units. The pump is programmed to deliver a total daily basal dose of 6.6 units. The bolus totals were correct. The reporter also claimed the pump lost power, and did not give any alarms due to the power issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.